Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that there was no phacoemulsification power prior to a surgical procedure. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported event. The ultrasound controller printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on august 26, 2016. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed a non-forming ultrasound controller printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).